Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. The system pcb assembly was replaced to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The root cause of the reported issue was found to be a faulty y1 crystal failure on the single board computer (sbc).

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.